Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable was frayed at the proximal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that set up of a da vinci si surgical procedure, the cable at the distal end of the prograsp forceps instrument was observed to be broken. No missing or fallen pieces were reported.